Manufacturer narrative:
An investigation into this event is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the radio frequency (rf) feature of this pacemaker was not functioning as expected. Attempts to wireless interrogate the device with two different programmers were unsuccessful. A copy of the device's memory was preserved and submitted for analysis. Analysis confirmed that this device encountered a reset which affected the functionality of the rf. Device replacement was recommended. No adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a telemetry system fault was recorded. Electrical testing and analysis isolated the product performance issue to an anomaly in the radio frequency (rf) mics module. This anomaly resulted in reported inability to interrogate the device using rf telemetry.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information was received that this device was explanted and successfully replaced. No additional adverse patient effects were reported.